Event description:
Product was returned for repair only. When received, the tip of the stripper was noted to be broken off and missing. Contact stated device had broken during use in surgery, but that piece was retrieved with no pt injury resulting.